Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified posterior descending branch of the right coronary artery (rca) extending to the posterior atrioventricular branch of rca. A non-bsc guide extension catheter was placed due to a bad back-up of the guide catheter. Subsequently, a 3.00 x 24 synergy drug eluting stent was advanced to treat the lesion. However, during the procedure, the stent came in contact with the non-bsc guide extension catheter. As a result, the mounted stent was deformed. The procedure was completed with a 3.00 x 24 promus premier stent. No patient complications were reported and patient's status was good.